Manufacturer narrative:
Further investigation into this failure determined that the root cause was not excessive force placed on the cable. The corrected evaluation is below: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing. Upon evaluation, an unused pulse wire migrated within the cable connecting the distribution node (dn) and ECG electrodes c and d, piercing the violet (agnd) wire and inducing a short on the j1 connector inside ECG electrode c. The root cause is a manufacturing error at the supplier. The unused pulse wire was not cut during manufacturing of the cable. Investigation is underway under a supplier corrective action. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to an open violet (agnd) wire. The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the belt has a code 204 (belt unusable).

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to an open violet (agnd) wire. The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the belt has a code 204 (belt unusable).